Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 28 mg/dl; cause of bg not known. Customer was treated with intravenous fluids of "glucagon shots" and "liquid sugar" to address the bg. Customer was discharged from the ICU the next day, (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.